Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): "the nurse reported numerous issues with this system" (device operates differently than expected). The nurse has reported numerous issues with this system. The facility is requesting the system be replaced. No patient injury was reported.

Manufacturer narrative:
The system was received for in-house evaluation. A visual evaluation of the returned system did not reveal any visual non-conformity. The system was tested and met all product specifications. Additional testing was conducted which included power cycling. The system was power cycled for approximately two days every 10 minutes. There were no abnormal system messages during power cycle testing observed. The root cause cannot be determined in this investigation. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. A review of service requests for the last 24 months did indicate several additional, related reports for this system. (B)(4).